Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) unit noted to be reading diastolic as zero when returned from cath lab. They were unable to resolve with troubleshooting so console was changed out and now functioning normally. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. A trainer was attached. The blood pressure displayed both systolic and diastolic. The iabp was pumping normally on blood pressure trigger. The unit was tested with a minisim and a customer provided blood pressure adaptor cable. The fse applied multiple dynamic blood pressures which all passed and displayed both diastolic and systolic. The fse performed full functional testing. The iabp was cleared for clinical use.